Event description:
IT WAS REPORTED THAT, IN THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR) FROM THE UNITED STATES, A TOTAL OF 1612 KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN (B)(6) 2022 AND (B)(6) 2024, USING A JOURNEY II MD INSERT COMBINED WITH A JOURNEY I BASEPLATE AND CRUCIATE-RETAINED (CR) FEMORAL COMPONENTS. FROM THESE, THIRTEEN (13) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: NINE (9) KNEES DUE TO INFECTION (0.56%), ONE (1) KNEE DUE TO INSTABILITY (0.06%), ONE (1) KNEE DUE TO MECHANICAL LOOSENING (0.06%), TWO (2) KNEES DUE TO OTHER MECHANICAL COMPLICATIONS (0.12%), THREE (3) KNEES DUE TO HEMATOMA OR WOUND COMPLICATIONS (0.19%) AND ONE (1) KNEE DUE TO PAIN (1). IT SHOULD BE NOTED THAT A PATIENT COULD HAVE BEEN REVISED DUE TO MORE THAN ONE COMPLICATION. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2022 THROUGH (B)(6) 2024.

Manufacturer narrative:
REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31, 2025) SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE AMERICAN JOINT REPLACEMENT REGISTRY (AJRR) FROM THE UNITED STATES, A TOTAL OF 1612 KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN (B)(6) 2022 AND (B)(6) 2024, USING A JOURNEY II MD INSERT COMBINED WITH A JOURNEY I BASEPLATE AND CRUCIATE-RETAINED (CR) FEMORAL COMPONENTS. FROM THESE, THIRTEEN (13) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: NINE (9) KNEES DUE TO INFECTION (0.56%), ONE (1) KNEE DUE TO INSTABILITY (0.06%), ONE (1) KNEE DUE TO MECHANICAL LOOSENING (0.06%), TWO (2) KNEES DUE TO OTHER MECHANICAL COMPLICATIONS (0.12%), THREE (3) KNEES DUE TO HEMATOMA OR WOUND COMPLICATIONS (0.19%) AND ONE (1) KNEE DUE TO PAIN (1). IT SHOULD BE NOTED THAT A PATIENT COULD HAVE BEEN REVISED DUE TO MORE THAN ONE COMPLICATION. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN (B)(6) 2022 THROUGH (B)(6) 2024 ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE JOURNEY II CRUCIATE-RETAINED SYSTEM, INCLUDING THE JOURNEY II MD INSERT VARIANTS, PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF 1612 TKA PROCEDURES WITH THE JOURNEY II MEDIAL DISHED (MD) INSERT HAVE BEEN PERFORMED IN THE UNITED STATES BETWEEN (B)(6) 2022 AND (B)(6) 2024. THE CUMULATIVE REVISION RATE FOR THE JOURNEY II MEDIAL DISHED (MD) INSERT THROUGH 2 YEARS OF FOLLOW UP DEMONSTRATES THAT THIS SYSTEM IS PERFORMING IN LINE TO OTHER TKA SYSTEMS COLLECTED BY THE AJRR REGISTRY (REFERENCED AS ¿THE CLASS¿ BELOW), THUS MEETING THE ESTABLISHED BENCHMARKS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: AT 1ST POSTOPERATIVE YEAR: 0.83% (0.38%-1.28%) VS 1.06% (1.03%-1.09%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 1.22% (0.56%-1.87%) VS 1.56% (1.52%-1.59%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Manufacturer narrative:
CORRECTED DATA: NUMBER ASSIGNED TO 'LAST LINE-ITEM VERSION' FOR THE FOLLOWING COMPLAINTS HAS BEEN UPDATED FROM VERSION "1" TO VERSION "0": -CASE-(B)(4) (L1-L12). -CASE-(B)(4) (L1-L4). -CASE-(B)(4) (L1-L72). -CASE-(B)(4) (L1-L112). THIS CHANGE REFLECTS THAT THESE ARE NEW ENTRIES NOT PREVIOUSLY REPORTED IN THE INITIAL 3500A FORM +. CSV SPREADSHEET SUBMISSION DATED MARCH 7, 2025. AS SUCH, THESE NEW LINE ITEMS SHOULD HAVE BEEN DENOTED AS VERSION "0". THESE UPDATES WERE MADE IN RESPONSE TO THE FDA'S CLARIFICATION ON OCTOBER 16, 2025, REGARDING THE CORRECT USE OF VERSION 0, VERSION 1 AND VERSION 2 IN THE 'LATEST LINE-ITEM VERSION' COLUMN OF THE .CSV FILE ATTACHED TO THE SUBMISSION. NO ADDITIONAL CHANGES HAVE BEEN MADE TO THE 3500A FORM OR TO THE INFORMATION PROVIDED IN THE OTHER COLUMNS OF THE CSV SPREADSHEET PREVIOUSLY SUBMITTED ON OCTOBER 12, 2025.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00254859-1-L1,,10/12/2025,1/17/2025,JOURNEY II Medial-Dished (MD) Insert,JOURNEY II Medial-Dished (MD) Insert,,,,,,K211671,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, one (1) knee was revised due to unknown specific reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, thirteen (13) knees were later revised due to the following complications: nine (9) knees due to infection (0.56%), one (1) knee due to instability (0.06%), one (1) knee due to mechanical loosening (0.06%), two (2) knees due to other mechanical complications (0.12%), three (3) knees due to hematoma or wound complications (0.19%) and one (1) knee due to pain (1). It should be noted that a patient could have been revised due to more than one complication. No further information is available.;Timeframe of Registry data: Implantations conducted between 01-Jan-2022 through 30-Sep-2024;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 1612 TKA procedures with the Journey II Medial Dished (MD) insert have been performed in the United States between 01-Jan-2022 and 30-Sep-2024. The cumulative revision rate for the Journey II Medial Dished (MD) insert through 2 years of follow up demonstrates that this system is performing in line to other TKA systems collected by the AJRR registry (referenced as ¿the class¿ below), thus meeting the established benchmarks. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;o At 1st postoperative year: 0.83% (0.38%-1.28%) vs 1.06% (1.03%-1.09%) of the class.;o At 2nd postoperative year: 1.22% (0.56%-1.87%) vs 1.56% (1.52%-1.59%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00254859-1-L2,,10/12/2025,1/17/2025,JOURNEY II Medial-Dished (MD) Insert,JOURNEY II Medial-Dished (MD) Insert,,,,,,K211671,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, one (1) knee was revised due to unknown specific reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, thirteen (13) knees were later revised due to the following complications: nine (9) knees due to infection (0.56%), one (1) knee due to instability (0.06%), one (1) knee due to mechanical loosening (0.06%), two (2) knees due to other mechanical complications (0.12%), three (3) knees due to hematoma or wound complications (0.19%) and one (1) knee due to pain (1). It should be noted that a patient could have been revised due to more than one complication. No further information is available.;Timeframe of Registry data: Implantations conducted between 01-Jan-2022 through 30-Sep-2024;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 1612 TKA procedures with the Journey II Medial Dished (MD) insert have been performed in the United States between 01-Jan-2022 and 30-Sep-2024. The cumulative revision rate for the Journey II Medial Dished (MD) insert through 2 years of follow up demonstrates that this system is performing in line to other TKA systems collected by the AJRR registry (referenced as ¿the class¿ below), thus meeting the established benchmarks. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;o At 1st postoperative year: 0.83% (0.38%-1.28%) vs 1.06% (1.03%-1.09%) of the class.;o At 2nd postoperative year: 1.22% (0.56%-1.87%) vs 1.56% (1.52%-1.59%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00254859-1-L3,,10/12/2025,1/17/2025,JOURNEY II Medial-Dished (MD) Insert,JOURNEY II Medial-Dished (MD) Insert,,,,,,K211671,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, one (1) knee was revised due to unknown specific reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, thirteen (13) knees were later revised due to the following complications: nine (9) knees due to infection (0.56%), one (1) knee due to instability (0.06%), one (1) knee due to mechanical loosening (0.06%), two (2) knees due to other mechanical complications (0.12%), three (3) knees due to hematoma or wound complications (0.19%) and one (1) knee due to pain (1). It should be noted that a patient could have been revised due to more than one complication. No further information is available.;Timeframe of Registry data: Implantations conducted between 01-Jan-2022 through 30-Sep-2024;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 1612 TKA procedures with the Journey II Medial Dished (MD) insert have been performed in the United States between 01-Jan-2022 and 30-Sep-2024. The cumulative revision rate for the Journey II Medial Dished (MD) insert through 2 years of follow up demonstrates that this system is performing in line to other TKA systems collected by the AJRR registry (referenced as ¿the class¿ below), thus meeting the established benchmarks. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;o At 1st postoperative year: 0.83% (0.38%-1.28%) vs 1.06% (1.03%-1.09%) of the class.;o At 2nd postoperative year: 1.22% (0.56%-1.87%) vs 1.56% (1.52%-1.59%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00254859-1-L4,,10/12/2025,1/17/2025,JOURNEY II Medial-Dished (MD) Insert,JOURNEY II Medial-Dished (MD) Insert,,,,,,K211671,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, one (1) knee was revised due to unknown specific reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, thirteen (13) knees were later revised due to the following complications: nine (9) knees due to infection (0.56%), one (1) knee due to instability (0.06%), one (1) knee due to mechanical loosening (0.06%), two (2) knees due to other mechanical complications (0.12%), three (3) knees due to hematoma or wound complications (0.19%) and one (1) knee due to pain (1). It should be noted that a patient could have been revised due to more than one complication. No further information is available.;Timeframe of Registry data: Implantations conducted between 01-Jan-2022 through 30-Sep-2024;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 1612 TKA procedures with the Journey II Medial Dished (MD) insert have been performed in the United States between 01-Jan-2022 and 30-Sep-2024. The cumulative revision rate for the Journey II Medial Dished (MD) insert through 2 years of follow up demonstrates that this system is performing in line to other TKA systems collected by the AJRR registry (referenced as ¿the class¿ below), thus meeting the established benchmarks. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;o At 1st postoperative year: 0.83% (0.38%-1.28%) vs 1.06% (1.03%-1.09%) of the class.;o At 2nd postoperative year: 1.22% (0.56%-1.87%) vs 1.56% (1.52%-1.59%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00254859-1-L5,,10/12/2025,1/17/2025,JOURNEY II Medial-Dished (MD) Insert,JOURNEY II Medial-Dished (MD) Insert,,,,,,K211671,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, one (1) knee was revised due to unknown specific reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, thirteen (13) knees were later revised due to the following complications: nine (9) knees due to infection (0.56%), one (1) knee due to instability (0.06%), one (1) knee due to mechanical loosening (0.06%), two (2) knees due to other mechanical complications (0.12%), three (3) knees due to hematoma or wound complications (0.19%) and one (1) knee due to pain (1). It should be noted that a patient could have been revised due to more than one complication. No further information is available.;Timeframe of Registry data: Implantations conducted between 01-Jan-2022 through 30-Sep-2024;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 1612 TKA procedures with the Journey II Medial Dished (MD) insert have been performed in the United States between 01-Jan-2022 and 30-Sep-2024. The cumulative revision rate for the Journey II Medial Dished (MD) insert through 2 years of follow up demonstrates that this system is performing in line to other TKA systems collected by the AJRR registry (referenced as ¿the class¿ below), thus meeting the established benchmarks. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;o At 1st postoperative year: 0.83% (0.38%-1.28%) vs 1.06% (1.03%-1.09%) of the class.;o At 2nd postoperative year: 1.22% (0.56%-1.87%) vs 1.56% (1.52%-1.59%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00254859-1-L6,,10/12/2025,1/17/2025,JOURNEY II Medial-Dished (MD) Insert,JOURNEY II Medial-Dished (MD) Insert,,,,,,K211671,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, one (1) knee was revised due to unknown specific reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, thirteen (13) knees were later revised due to the following complications: nine (9) knees due to infection (0.56%), one (1) knee due to instability (0.06%), one (1) knee due to mechanical loosening (0.06%), two (2) knees due to other mechanical complications (0.12%), three (3) knees due to hematoma or wound complications (0.19%) and one (1) knee due to pain (1). It should be noted that a patient could have been revised due to more than one complication. No further information is available.;Timeframe of Registry data: Implantations conducted between 01-Jan-2022 through 30-Sep-2024;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 1612 TKA procedures with the Journey II Medial Dished (MD) insert have been performed in the United States between 01-Jan-2022 and 30-Sep-2024. The cumulative revision rate for the Journey II Medial Dished (MD) insert through 2 years of follow up demonstrates that this system is performing in line to other TKA systems collected by the AJRR registry (referenced as ¿the class¿ below), thus meeting the established benchmarks. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;o At 1st postoperative year: 0.83% (0.38%-1.28%) vs 1.06% (1.03%-1.09%) of the class.;o At 2nd postoperative year: 1.22% (0.56%-1.87%) vs 1.56% (1.52%-1.59%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00254859-1-L7,,10/12/2025,1/17/2025,JOURNEY II Medial-Dished (MD) Insert,JOURNEY II Medial-Dished (MD) Insert,,,,,,K211671,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, one (1) knee was revised due to unknown specific reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, thirteen (13) knees were later revised due to the following complications: nine (9) knees due to infection (0.56%), one (1) knee due to instability (0.06%), one (1) knee due to mechanical loosening (0.06%), two (2) knees due to other mechanical complications (0.12%), three (3) knees due to hematoma or wound complications (0.19%) and one (1) knee due to pain (1). It should be noted that a patient could have been revised due to more than one complication. No further information is available.;Timeframe of Registry data: Implantations conducted between 01-Jan-2022 through 30-Sep-2024;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 1612 TKA procedures with the Journey II Medial Dished (MD) insert have been performed in the United States between 01-Jan-2022 and 30-Sep-2024. The cumulative revision rate for the Journey II Medial Dished (MD) insert through 2 years of follow up demonstrates that this system is performing in line to other TKA systems collected by the AJRR registry (referenced as ¿the class¿ below), thus meeting the established benchmarks. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;o At 1st postoperative year: 0.83% (0.38%-1.28%) vs 1.06% (1.03%-1.09%) of the class.;o At 2nd postoperative year: 1.22% (0.56%-1.87%) vs 1.56% (1.52%-1.59%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00254859-1-L8,,10/12/2025,1/17/2025,JOURNEY II Medial-Dished (MD) Insert,JOURNEY II Medial-Dished (MD) Insert,,,,,,K211671,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, one (1) knee was revised due to unknown specific reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, thirteen (13) knees were later revised due to the following complications: nine (9) knees due to infection (0.56%), one (1) knee due to instability (0.06%), one (1) knee due to mechanical loosening (0.06%), two (2) knees due to other mechanical complications (0.12%), three (3) knees due to hematoma or wound complications (0.19%) and one (1) knee due to pain (1). It should be noted that a patient could have been revised due to more than one complication. No further information is available.;Timeframe of Registry data: Implantations conducted between 01-Jan-2022 through 30-Sep-2024;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 1612 TKA procedures with the Journey II Medial Dished (MD) insert have been performed in the United States between 01-Jan-2022 and 30-Sep-2024. The cumulative revision rate for the Journey II Medial Dished (MD) insert through 2 years of follow up demonstrates that this system is performing in line to other TKA systems collected by the AJRR registry (referenced as ¿the class¿ below), thus meeting the established benchmarks. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;o At 1st postoperative year: 0.83% (0.38%-1.28%) vs 1.06% (1.03%-1.09%) of the class.;o At 2nd postoperative year: 1.22% (0.56%-1.87%) vs 1.56% (1.52%-1.59%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00254859-1-L9,,10/12/2025,1/17/2025,JOURNEY II Medial-Dished (MD) Insert,JOURNEY II Medial-Dished (MD) Insert,,,,,,K211671,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, one (1) knee was revised due to unknown specific reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, thirteen (13) knees were later revised due to the following complications: nine (9) knees due to infection (0.56%), one (1) knee due to instability (0.06%), one (1) knee due to mechanical loosening (0.06%), two (2) knees due to other mechanical complications (0.12%), three (3) knees due to hematoma or wound complications (0.19%) and one (1) knee due to pain (1). It should be noted that a patient could have been revised due to more than one complication. No further information is available.;Timeframe of Registry data: Implantations conducted between 01-Jan-2022 through 30-Sep-2024;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 1612 TKA procedures with the Journey II Medial Dished (MD) insert have been performed in the United States between 01-Jan-2022 and 30-Sep-2024. The cumulative revision rate for the Journey II Medial Dished (MD) insert through 2 years of follow up demonstrates that this system is performing in line to other TKA systems collected by the AJRR registry (referenced as ¿the class¿ below), thus meeting the established benchmarks. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;o At 1st postoperative year: 0.83% (0.38%-1.28%) vs 1.06% (1.03%-1.09%) of the class.;o At 2nd postoperative year: 1.22% (0.56%-1.87%) vs 1.56% (1.52%-1.59%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00254859-1-L10,,10/12/2025,1/17/2025,JOURNEY II Medial-Dished (MD) Insert,JOURNEY II Medial-Dished (MD) Insert,,,,,,K211671,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, one (1) knee was revised due to unknown specific reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, thirteen (13) knees were later revised due to the following complications: nine (9) knees due to infection (0.56%), one (1) knee due to instability (0.06%), one (1) knee due to mechanical loosening (0.06%), two (2) knees due to other mechanical complications (0.12%), three (3) knees due to hematoma or wound complications (0.19%) and one (1) knee due to pain (1). It should be noted that a patient could have been revised due to more than one complication. No further information is available.;Timeframe of Registry data: Implantations conducted between 01-Jan-2022 through 30-Sep-2024;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 1612 TKA procedures with the Journey II Medial Dished (MD) insert have been performed in the United States between 01-Jan-2022 and 30-Sep-2024. The cumulative revision rate for the Journey II Medial Dished (MD) insert through 2 years of follow up demonstrates that this system is performing in line to other TKA systems collected by the AJRR registry (referenced as ¿the class¿ below), thus meeting the established benchmarks. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;o At 1st postoperative year: 0.83% (0.38%-1.28%) vs 1.06% (1.03%-1.09%) of the class.;o At 2nd postoperative year: 1.22% (0.56%-1.87%) vs 1.56% (1.52%-1.59%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00254859-1-L11,,10/12/2025,1/17/2025,JOURNEY II Medial-Dished (MD) Insert,JOURNEY II Medial-Dished (MD) Insert,,,,,,K211671,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, one (1) knee was revised due to unknown specific reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, thirteen (13) knees were later revised due to the following complications: nine (9) knees due to infection (0.56%), one (1) knee due to instability (0.06%), one (1) knee due to mechanical loosening (0.06%), two (2) knees due to other mechanical complications (0.12%), three (3) knees due to hematoma or wound complications (0.19%) and one (1) knee due to pain (1). It should be noted that a patient could have been revised due to more than one complication. No further information is available.;Timeframe of Registry data: Implantations conducted between 01-Jan-2022 through 30-Sep-2024;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 1612 TKA procedures with the Journey II Medial Dished (MD) insert have been performed in the United States between 01-Jan-2022 and 30-Sep-2024. The cumulative revision rate for the Journey II Medial Dished (MD) insert through 2 years of follow up demonstrates that this system is performing in line to other TKA systems collected by the AJRR registry (referenced as ¿the class¿ below), thus meeting the established benchmarks. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;o At 1st postoperative year: 0.83% (0.38%-1.28%) vs 1.06% (1.03%-1.09%) of the class.;o At 2nd postoperative year: 1.22% (0.56%-1.87%) vs 1.56% (1.52%-1.59%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00254859-1-L12,,10/12/2025,1/17/2025,JOURNEY II Medial-Dished (MD) Insert,JOURNEY II Medial-Dished (MD) Insert,,,,,,K211671,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, one (1) knee was revised due to unknown specific reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, thirteen (13) knees were later revised due to the following complications: nine (9) knees due to infection (0.56%), one (1) knee due to instability (0.06%), one (1) knee due to mechanical loosening (0.06%), two (2) knees due to other mechanical complications (0.12%), three (3) knees due to hematoma or wound complications (0.19%) and one (1) knee due to pain (1). It should be noted that a patient could have been revised due to more than one complication. No further information is available.;Timeframe of Registry data: Implantations conducted between 01-Jan-2022 through 30-Sep-2024;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 1612 TKA procedures with the Journey II Medial Dished (MD) insert have been performed in the United States between 01-Jan-2022 and 30-Sep-2024. The cumulative revision rate for the Journey II Medial Dished (MD) insert through 2 years of follow up demonstrates that this system is performing in line to other TKA systems collected by the AJRR registry (referenced as ¿the class¿ below), thus meeting the established benchmarks. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;o At 1st postoperative year: 0.83% (0.38%-1.28%) vs 1.06% (1.03%-1.09%) of the class.;o At 2nd postoperative year: 1.22% (0.56%-1.87%) vs 1.56% (1.52%-1.59%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00254859-1-L13,,10/12/2025,1/17/2025,JOURNEY II Medial-Dished (MD) Insert,JOURNEY II Medial-Dished (MD) Insert,,,,,,K211671,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, one (1) knee was revised due to unknown specific reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of 1612 knees underwent primary TKA procedures between 01-Jan-2022 and 30-Sep-2024, using a Journey II MD insert combined with a Journey I baseplate and Cruciate-Retained (CR) femoral components. From these, thirteen (13) knees were later revised due to the following complications: nine (9) knees due to infection (0.56%), one (1) knee due to instability (0.06%), one (1) knee due to mechanical loosening (0.06%), two (2) knees due to other mechanical complications (0.12%), three (3) knees due to hematoma or wound complications (0.19%) and one (1) knee due to pain (1). It should be noted that a patient could have been revised due to more than one complication. No further information is available.;Timeframe of Registry data: Implantations conducted between 01-Jan-2022 through 30-Sep-2024;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 1612 TKA procedures with the Journey II Medial Dished (MD) insert have been performed in the United States between 01-Jan-2022 and 30-Sep-2024. The cumulative revision rate for the Journey II Medial Dished (MD) insert through 2 years of follow up demonstrates that this system is performing in line to other TKA systems collected by the AJRR registry (referenced as ¿the class¿ below), thus meeting the established benchmarks. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;o At 1st postoperative year: 0.83% (0.38%-1.28%) vs 1.06% (1.03%-1.09%) of the class.;o At 2nd postoperative year: 1.22% (0.56%-1.87%) vs 1.56% (1.52%-1.59%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,1;CASE-2025-00255559-1-L1,,10/12/2025,1/22/2025,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, twelve (12) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, three (3) knees due to infection, one (1) knee due to instability, three (3) knees due to mechanical loosening, one (1) knee due to ¿Other Mechanical Complications¿, one (1) knee due to hematoma or wound complications (1), two (2) knees due to pain and three (3) knees due to stiffness. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 535 primary TKA procedures with the Journey II CR Cobalt-Chromium (CoCr) femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination are in line with the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the sixth postoperative year. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.97% (0.33%-1.6%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.5% (0.51%-2.48%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 1.85% (0.64%-3.09%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.16% (0.74%-3.58%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.41% (0.83%-3.99%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.63% (0.91%-4.35%) vs 2.71% (2.68%-2.73%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255559-1-L2,,10/12/2025,1/22/2025,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, twelve (12) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, three (3) knees due to infection, one (1) knee due to instability, three (3) knees due to mechanical loosening, one (1) knee due to ¿Other Mechanical Complications¿, one (1) knee due to hematoma or wound complications (1), two (2) knees due to pain and three (3) knees due to stiffness. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 535 primary TKA procedures with the Journey II CR Cobalt-Chromium (CoCr) femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination are in line with the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the sixth postoperative year. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.97% (0.33%-1.6%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.5% (0.51%-2.48%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 1.85% (0.64%-3.09%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.16% (0.74%-3.58%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.41% (0.83%-3.99%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.63% (0.91%-4.35%) vs 2.71% (2.68%-2.73%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255559-1-L3,,10/12/2025,1/22/2025,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, twelve (12) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, three (3) knees due to infection, one (1) knee due to instability, three (3) knees due to mechanical loosening, one (1) knee due to ¿Other Mechanical Complications¿, one (1) knee due to hematoma or wound complications (1), two (2) knees due to pain and three (3) knees due to stiffness. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 535 primary TKA procedures with the Journey II CR Cobalt-Chromium (CoCr) femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination are in line with the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the sixth postoperative year. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.97% (0.33%-1.6%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.5% (0.51%-2.48%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 1.85% (0.64%-3.09%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.16% (0.74%-3.58%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.41% (0.83%-3.99%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.63% (0.91%-4.35%) vs 2.71% (2.68%-2.73%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255559-1-L4,,10/12/2025,1/22/2025,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, twelve (12) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, three (3) knees due to infection, one (1) knee due to instability, three (3) knees due to mechanical loosening, one (1) knee due to ¿Other Mechanical Complications¿, one (1) knee due to hematoma or wound complications (1), two (2) knees due to pain and three (3) knees due to stiffness. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 535 primary TKA procedures with the Journey II CR Cobalt-Chromium (CoCr) femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination are in line with the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the sixth postoperative year. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.97% (0.33%-1.6%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.5% (0.51%-2.48%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 1.85% (0.64%-3.09%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.16% (0.74%-3.58%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.41% (0.83%-3.99%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.63% (0.91%-4.35%) vs 2.71% (2.68%-2.73%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255559-1-L5,,10/12/2025,1/22/2025,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, twelve (12) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, three (3) knees due to infection, one (1) knee due to instability, three (3) knees due to mechanical loosening, one (1) knee due to ¿Other Mechanical Complications¿, one (1) knee due to hematoma or wound complications (1), two (2) knees due to pain and three (3) knees due to stiffness. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 535 primary TKA procedures with the Journey II CR Cobalt-Chromium (CoCr) femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination are in line with the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the sixth postoperative year. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.97% (0.33%-1.6%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.5% (0.51%-2.48%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 1.85% (0.64%-3.09%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.16% (0.74%-3.58%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.41% (0.83%-3.99%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.63% (0.91%-4.35%) vs 2.71% (2.68%-2.73%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255559-1-L6,,10/12/2025,1/22/2025,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, twelve (12) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, three (3) knees due to infection, one (1) knee due to instability, three (3) knees due to mechanical loosening, one (1) knee due to ¿Other Mechanical Complications¿, one (1) knee due to hematoma or wound complications (1), two (2) knees due to pain and three (3) knees due to stiffness. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 535 primary TKA procedures with the Journey II CR Cobalt-Chromium (CoCr) femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination are in line with the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the sixth postoperative year. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.97% (0.33%-1.6%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.5% (0.51%-2.48%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 1.85% (0.64%-3.09%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.16% (0.74%-3.58%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.41% (0.83%-3.99%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.63% (0.91%-4.35%) vs 2.71% (2.68%-2.73%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255559-1-L7,,10/12/2025,1/22/2025,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, twelve (12) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, three (3) knees due to infection, one (1) knee due to instability, three (3) knees due to mechanical loosening, one (1) knee due to ¿Other Mechanical Complications¿, one (1) knee due to hematoma or wound complications (1), two (2) knees due to pain and three (3) knees due to stiffness. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 535 primary TKA procedures with the Journey II CR Cobalt-Chromium (CoCr) femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination are in line with the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the sixth postoperative year. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.97% (0.33%-1.6%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.5% (0.51%-2.48%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 1.85% (0.64%-3.09%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.16% (0.74%-3.58%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.41% (0.83%-3.99%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.63% (0.91%-4.35%) vs 2.71% (2.68%-2.73%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255559-1-L8,,10/12/2025,1/22/2025,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, twelve (12) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, three (3) knees due to infection, one (1) knee due to instability, three (3) knees due to mechanical loosening, one (1) knee due to ¿Other Mechanical Complications¿, one (1) knee due to hematoma or wound complications (1), two (2) knees due to pain and three (3) knees due to stiffness. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 535 primary TKA procedures with the Journey II CR Cobalt-Chromium (CoCr) femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination are in line with the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the sixth postoperative year. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.97% (0.33%-1.6%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.5% (0.51%-2.48%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 1.85% (0.64%-3.09%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.16% (0.74%-3.58%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.41% (0.83%-3.99%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.63% (0.91%-4.35%) vs 2.71% (2.68%-2.73%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255559-1-L9,,10/12/2025,1/22/2025,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, twelve (12) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, three (3) knees due to infection, one (1) knee due to instability, three (3) knees due to mechanical loosening, one (1) knee due to ¿Other Mechanical Complications¿, one (1) knee due to hematoma or wound complications (1), two (2) knees due to pain and three (3) knees due to stiffness. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 535 primary TKA procedures with the Journey II CR Cobalt-Chromium (CoCr) femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination are in line with the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the sixth postoperative year. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.97% (0.33%-1.6%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.5% (0.51%-2.48%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 1.85% (0.64%-3.09%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.16% (0.74%-3.58%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.41% (0.83%-3.99%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.63% (0.91%-4.35%) vs 2.71% (2.68%-2.73%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255559-1-L10,,10/12/2025,1/22/2025,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, twelve (12) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, three (3) knees due to infection, one (1) knee due to instability, three (3) knees due to mechanical loosening, one (1) knee due to ¿Other Mechanical Complications¿, one (1) knee due to hematoma or wound complications (1), two (2) knees due to pain and three (3) knees due to stiffness. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 535 primary TKA procedures with the Journey II CR Cobalt-Chromium (CoCr) femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination are in line with the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the sixth postoperative year. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.97% (0.33%-1.6%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.5% (0.51%-2.48%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 1.85% (0.64%-3.09%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.16% (0.74%-3.58%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.41% (0.83%-3.99%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.63% (0.91%-4.35%) vs 2.71% (2.68%-2.73%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255559-1-L11,,10/12/2025,1/22/2025,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, twelve (12) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, three (3) knees due to infection, one (1) knee due to instability, three (3) knees due to mechanical loosening, one (1) knee due to ¿Other Mechanical Complications¿, one (1) knee due to hematoma or wound complications (1), two (2) knees due to pain and three (3) knees due to stiffness. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 535 primary TKA procedures with the Journey II CR Cobalt-Chromium (CoCr) femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination are in line with the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the sixth postoperative year. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.97% (0.33%-1.6%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.5% (0.51%-2.48%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 1.85% (0.64%-3.09%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.16% (0.74%-3.58%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.41% (0.83%-3.99%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.63% (0.91%-4.35%) vs 2.71% (2.68%-2.73%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255559-1-L12,,10/12/2025,1/22/2025,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of five hundred thirty-five (535) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II CR XLPE Insert combination. From these, twelve (12) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, three (3) knees due to infection, one (1) knee due to instability, three (3) knees due to mechanical loosening, one (1) knee due to ¿Other Mechanical Complications¿, one (1) knee due to hematoma or wound complications (1), two (2) knees due to pain and three (3) knees due to stiffness. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 535 primary TKA procedures with the Journey II CR Cobalt-Chromium (CoCr) femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination are in line with the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the sixth postoperative year. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.97% (0.33%-1.6%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.5% (0.51%-2.48%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 1.85% (0.64%-3.09%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.16% (0.74%-3.58%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.41% (0.83%-3.99%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.63% (0.91%-4.35%) vs 2.71% (2.68%-2.73%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255564-1-L1,,10/12/2025,1/22/2025,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two hundred thirty-nine (239) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II Deep Dish insert combination. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two hundred thirty-nine (239) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II Deep Dish insert combination. From these, four (4) knees were later revised due to the following complications: two (2) knees due to infection, one (1) knee due to instability and one (1) knee due to unspecified reasons. No further information is available.;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 239 primary TKA procedures with the Journey II CR Cobalt-Chromium (CoCr) femoral component variant in combination with a Journey II CR Deep Dish insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination are in line with the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the sixth postoperative year. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.95% (0.01%-1.88%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.47% (0.02%-2.91%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 1.83% (0.03%-3.62%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.12% (0.04%-4.19%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.36% (0.05%-4.67%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.57% (0.05%-5.09%) vs 2.71% (2.68%-2.73%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255564-1-L2,,10/12/2025,1/22/2025,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two hundred thirty-nine (239) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II Deep Dish insert combination. From these, one (1) knee was later revised due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two hundred thirty-nine (239) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II Deep Dish insert combination. From these, four (4) knees were later revised due to the following complications: two (2) knees due to infection, one (1) knee due to instability and one (1) knee due to unspecified reasons. No further information is available.;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 239 primary TKA procedures with the Journey II CR Cobalt-Chromium (CoCr) femoral component variant in combination with a Journey II CR Deep Dish insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination are in line with the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the sixth postoperative year. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.95% (0.01%-1.88%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.47% (0.02%-2.91%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 1.83% (0.03%-3.62%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.12% (0.04%-4.19%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.36% (0.05%-4.67%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.57% (0.05%-5.09%) vs 2.71% (2.68%-2.73%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255564-1-L3,,10/12/2025,1/22/2025,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two hundred thirty-nine (239) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II Deep Dish insert combination. From these, one (1) knee was later revised due to instability.","Reporting Quarter: 1 (January 1 - March 31, 2025);Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two hundred thirty-nine (239) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II Deep Dish insert combination. From these, four (4) knees were later revised due to the following complications: two (2) knees due to infection, one (1) knee due to instability and one (1) knee due to unspecified reasons. No further information is available.;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 239 primary TKA procedures with the Journey II CR Cobalt-Chromium (CoCr) femoral component variant in combination with a Journey II CR Deep Dish insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination are in line with the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the sixth postoperative year. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.95% (0.01%-1.88%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.47% (0.02%-2.91%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 1.83% (0.03%-3.62%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.12% (0.04%-4.19%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.36% (0.05%-4.67%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.57% (0.05%-5.09%) vs 2.71% (2.68%-2.73%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255564-1-L4,,10/12/2025,1/22/2025,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,JOURNEY II CR Cobalt-Chromium (CoCr) Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two hundred thirty-nine (239) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II Deep Dish insert combination. From these, one (1) knee was later revised due to unspecified reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of two hundred thirty-nine (239) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a Journey II CR Chromium-Cobalt (CoCr) + Journey II Deep Dish insert combination. From these, four (4) knees were later revised due to the following complications: two (2) knees due to infection, one (1) knee due to instability and one (1) knee due to unspecified reasons. No further information is available.;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 239 primary TKA procedures with the Journey II CR Cobalt-Chromium (CoCr) femoral component variant in combination with a Journey II CR Deep Dish insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination are in line with the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the sixth postoperative year. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 0.95% (0.01%-1.88%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.47% (0.02%-2.91%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 1.83% (0.03%-3.62%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.12% (0.04%-4.19%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.36% (0.05%-4.67%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.57% (0.05%-5.09%) vs 2.71% (2.68%-2.73%) of the class.;;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L1,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L2,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L3,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L4,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L5,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L6,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L7,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L8,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L9,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L10,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L11,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L12,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L13,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L14,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L15,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L16,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L17,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L18,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L19,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L20,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L21,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L22,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L23,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L24,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L25,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L26,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L27,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L28,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L29,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L30,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L31,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L32,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L33,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L34,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L35,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L36,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L37,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L38,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L39,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L40,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L41,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L42,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L43,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L44,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L45,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L46,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L47,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L48,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L49,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L50,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L51,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L52,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L53,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L54,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L55,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L56,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L57,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L58,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L59,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L60,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L61,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L62,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L63,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L64,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L65,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L66,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L67,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L68,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L69,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L70,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L71,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00255816-1-L72,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,JOURNEY II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of three thousand two hundred seventy-five (3275) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II Deep Dish XLPE Insert combination. From these, seventy-two (72) knees were later revised due to the following complications: two (2) knees due to periprosthetic bone fracture, twenty seven (27) knees due to infection, fourteen (14) knees due to instability, three (3) knees due to mechanical loosening, thirteen (13) knees due to ¿Other Mechanical Complications¿, eight (8) knees due to hematoma or wound complications, ten (10) knees due to pain, two (2) knees due to stiffness and nine (9) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;According to this registry report, a total of 3275 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II Deep Dish XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. The cumulative revision rates for this combination -are consistently higher than the revision rates provided for the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the -tenth postoperative year. This difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.13% (0.85%-1.4%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.75% (1.32%-2.17%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.18% (1.65%-2.71%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.52% (1.91%-3.13%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.81% (2.13%-3.49%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 3.06% (2.32%-3.81%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.28% (2.49%-4.08%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.49% (2.65%-4.33%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.65% (2.77%-4.53%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.8% (2.88%-4.71%) vs 3.35% (3.32%-3.39%) of the class.;;It should be noted that a high proportion of the reported complications were associated to infected knees (27/72), which is likely not device related but could be a result of the surgical technique. The infections could also be due to implantation into a patient with a prior infection, an infection acquired from an open fracture, or hematogenously spread. ;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L1,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L2,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L3,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L4,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L5,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L6,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L7,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L8,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L9,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L10,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L11,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L12,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L13,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L14,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L15,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L16,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L17,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L18,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L19,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L20,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L21,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L22,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L23,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L24,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L25,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L26,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L27,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L28,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L29,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L30,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L31,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L32,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L33,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L34,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L35,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L36,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L37,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L38,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L39,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L40,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L41,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L42,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L43,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L44,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L45,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L46,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L47,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L48,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L49,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L50,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L51,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L52,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L53,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L54,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L55,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L56,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L57,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L58,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L59,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L60,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L61,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L62,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L63,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L64,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L65,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L66,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L67,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L68,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L69,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L70,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L71,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L72,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L73,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L74,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L75,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L76,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L77,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L78,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L79,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L80,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L81,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L82,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L83,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L84,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L85,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L86,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L87,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L88,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L89,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L90,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L91,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L92,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L93,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L94,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L95,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L96,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L97,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L98,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L99,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L100,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L101,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L102,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L103,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L104,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L105,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L106,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L107,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L108,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L109,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L110,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L111,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00256970-1-L112,,10/12/2025,1/22/2025,JOURNEY II CR Oxinium Femoral Component,Journey II CR Oxinium Femoral Component,,,,,,K121443,,IN,"It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one (1) patient required a revision surgery due to unknown reasons. Based on the stratification used by the AJRR, no specific reason(s) for revision can be definitively linked to the revision surgery referenced through this line item. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the American Joint Replacement Registry (AJRR) from the United States, a total of four thousand two hundred and eight (4208) knees underwent primary TKA procedures between 02-Jan-2012 and 30-Jun-2024, using a JOURNEY II CR Oxinium Femoral Component + Journey II CR XLPE Insert combination. From these, one hundred and twelve (112) knees were later revised due to the following complications: one (1) knee due to periprosthetic bone fracture, twenty six (26) knees due to infection, twenty four (24) knees due to instability, fourteen (14) knees due to mechanical loosening, fourteen (14) knees due to ¿Other Mechanical Complications¿, two (2) knees due to wear or osteolysis, nine (9) knees due to hematoma or wound complications, eleven (11) knees due to pain, five (5) knees due to stiffness and twenty six (26) knees due to ¿Other Complications¿. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 02-Jan-2012 and 30-Jun-2024 in United States.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Journey II Cruciate-Retained system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;;According to this registry report, a total of 4208 primary TKA procedures with the Journey II CR Oxinium femoral component variant in combination with a Journey II CR XLPE insert have been performed in the United States between 02-Jan-2012 and 30-Jun-2024. This combination is performing in line with the AJRR TKA aggregate (referred to as ¿the class¿ below) from the first through the tenth postoperative year. The revision rates for this combination are slightly above when compared to the revision rates reported for the AJRR TKA aggregate. However, this difference is not statistically significant due to overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.1% (0.89%-1.3%) vs 1.0% (0.98%-1.01%) of the class.;o At 2nd postoperative year: 1.7% (1.38%-2.01%) vs 1.54% (1.53%-1.56%) of the class.;o At 3rd postoperative year: 2.11% (1.72%-2.5%) vs 1.92% (1.9%-1.94%) of the class.;o At 4th postoperative year: 2.45% (2%-2.9%) vs 2.23% (2.2%-2.25%) of the class.;o At 5th postoperative year: 2.73% (2.23%-3.23%) vs 2.48% (2.46%-2.51%) of the class.;o At 6th postoperative year: 2.98% (2.43%-3.52%) vs 2.71% (2.68%-2.73%) of the class.;o At 7th postoperative year: 3.19% (2.6%-3.77%) vs 2.9% (2.87%-2.93%) of the class.;o At 8th postoperative year: 3.39% (2.77%-4.01%) vs 3.08% (3.05%-3.11%) of the class.;o At 9th postoperative year: 3.55% (2.9%-4.19%) vs 3.23% (3.19%-3.26%) of the class.;o At 10th postoperative year: 3.69% (3.0%-4.36%) vs 3.35% (3.32%-3.39%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;

Event description:
BASED ON REAL WORLD DATA FROM THE AMERICAN JOINT REPLACEMENT REGISTRY, SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED STATES FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY TOTAL KNEE REPLACEMENT PROCEDURES: 1. PRIMARY TKA PROCEDURES: - JOURNEY II MEDIAL-DISHED (MD) ARTICULAR INSERT: IMPLANTED IN ONE THOUSAND SIX HUNDRED AND TWELVE (1,612) KNEES BETWEEN 01-JAN-2022 AND 30-SEP-2024. THESE DEVICES WERE COMBINED WITH A JOURNEY II CRUCIATE RETAINING (CR) FEMORAL COMPONENT. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN THIRTEEN (13) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINE (9) KNEES DUE TO INFECTION (0.56%), ONE (1) KNEE DUE TO INSTABILITY (0.06%), ONE (1) KNEE DUE TO MECHANICAL LOOSENING (0.06%), TWO (2) KNEES DUE TO OTHER MECHANICAL COMPLICATIONS (0.12%), THREE (3) KNEES DUE TO HEMATOMA OR WOUND COMPLICATIONS (0.19%) AND ONE (1) KNEE DUE TO PAIN (1). IT SHOULD BE NOTED THAT A SINGLE REVISION SURGERY MAY BE ASSOCIATED WITH MULTIPLE REASONS FOR REVISION. HOWEVER, THE STRUCTURE OF THE AJRR REPORT DOES NOT ALLOW SMITH+NEPHEW TO DISTINCTLY LINK SPECIFIC REASONS TO INDIVIDUAL REVISION EVENTS. - JOURNEY II CRUCIATE-RETAINING (CR) COBALT-CHROME (COCR) FEMORAL COMPONENTS: IMPLANTED IN FIVE HUNDRED THIRTY-FIVE (535) KNEES BETWEEN 02-JAN-2012 AND 30-JUN-2024. THESE DEVICES WERE COMBINED WITH A JOURNEY II CR XLPE INSERT. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN TWELVE (12) CASES DUE TO THE FOLLOWING COMPLICATIONS ONE (1) KNEE DUE TO PERIPROSTHETIC BONE FRACTURE, THREE (3) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO INSTABILITY, THREE (3) KNEES DUE TO MECHANICAL LOOSENING, ONE (1) KNEE DUE TO ¿OTHER MECHANICAL COMPLICATIONS¿, ONE (1) KNEE DUE TO HEMATOMA OR WOUND COMPLICATIONS (1), TWO (2) KNEES DUE TO PAIN AND THREE (3) KNEES DUE TO STIFFNESS. IT SHOULD BE NOTED THAT A SINGLE REVISION SURGERY MAY BE ASSOCIATED WITH MULTIPLE REASONS FOR REVISION. HOWEVER, THE STRUCTURE OF THE AJRR REPORT DOES NOT ALLOW SMITH+NEPHEW TO DISTINCTLY LINK SPECIFIC REASONS TO INDIVIDUAL REVISION EVENTS. - JOURNEY II CRUCIATE-RETAINING (CR) COBALT-CHROME (COCR) FEMORAL COMPONENTS: IMPLANTED IN TWO HUNDRED THIRTY-NINE (239) KNEES BETWEEN 02-JAN-2012 AND 30-JUN-2024. THESE DEVICES WERE COMBINED WITH A JOURNEY II DEEP-DISHED (DD) INSERT. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FOUR (4) CASES DUE TO THE FOLLOWING COMPLICATIONS TWO (2) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO INSTABILITY AND ONE (1) KNEE DUE TO UNSPECIFIED REASONS. - JOURNEY II CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN THREE THOUSAND TWO HUNDRED SEVENTY-FIVE (3275) KNEES BETWEEN 02-JAN-2012 AND 30-JUN-2024. THESE DEVICES WERE COMBINED WITH A JOURNEYII DEEP-DISHED (DD) INSERT. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SEVENTY-TWO (72) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO PERIPROSTHETIC BONE FRACTURE, TWENTY SEVEN (27) KNEES DUE TO INFECTION, FOURTEEN (14) KNEES DUE TO INSTABILITY, THREE (3) KNEES DUE TO MECHANICAL LOOSENING, THIRTEEN (13) KNEES DUE TO ¿OTHER MECHANICAL COMPLICATIONS¿, EIGHT (8) KNEES DUE TO HEMATOMA OR WOUND COMPLICATIONS, TEN (10) KNEES DUE TO PAIN, TWO (2) KNEES DUE TO STIFFNESS AND NINE (9) KNEES DUE TO ¿OTHER COMPLICATIONS¿. IT SHOULD BE NOTED THAT A SINGLE REVISION SURGERY MAY BE ASSOCIATED WITH MULTIPLE REASONS FOR REVISION. HOWEVER, THE STRUCTURE OF THE AJRR REPORT DOES NOT ALLOW SMITH+NEPHEW TO DISTINCTLY LINK SPECIFIC REASONS TO INDIVIDUAL REVISION EVENTS. - JOURNEY II CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN FOUR THOUSAND TWO HUNDRED AND EIGHT (4208) KNEES BETWEEN 02-JAN-2012 AND 30-JUN-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED AND TWELVE (112) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO PERIPROSTHETIC BONE FRACTURE, TWENTY SIX (26) KNEES DUE TO INFECTION, TWENTY FOUR (24) KNEES DUE TO INSTABILITY, FOURTEEN (14) KNEES DUE TO MECHANICAL LOOSENING, FOURTEEN (14) KNEES DUE TO ¿OTHER MECHANICAL COMPLICATIONS¿, TWO (2) KNEES DUE TO WEAR OR OSTEOLYSIS, NINE (9) KNEES DUE TO HEMATOMA OR WOUND COMPLICATIONS, ELEVEN (11) KNEES DUE TO PAIN, FIVE (5) KNEES DUE TO STIFFNESS AND TWENTY SIX (26) KNEES DUE TO ¿OTHER COMPLICATIONS¿. IT SHOULD BE NOTED THAT A SINGLE REVISION SURGERY MAY BE ASSOCIATED WITH MULTIPLE REASONS FOR REVISION. HOWEVER, THE STRUCTURE OF THE AJRR REPORT DOES NOT ALLOW SMITH+NEPHEW TO DISTINCTLY LINK SPECIFIC REASONS TO INDIVIDUAL REVISION EVENTS. ALTOGETHER, THE TOTAL QUANTITY OF 213 REVISION SURGERIES HAVE BEEN REPORTED IN THE AJRR FOR THE JOURNEY II CR FEMORAL COMPONENTS, INCLUDING VARIANTS MADE FROM OXINIUM AND COBALT-CHROME MATERIALS.

Manufacturer narrative:
CORRECTED DATA: A2 (MEAN AGE HAS BEEN CORRECTED FROM 67 YEARS TO 66), B5 (EVENT NARRATIVE), D1 ('JOURNEY II MEDIAL DISHED (MD) ARTICULAR INSERT' REMOVED FROM BRAND NAME, AS THE 3500A FORM INCORPORATES SEVERAL PRODUCTS), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 213), H6 (ADDITIONAL CODES ADDED FOR 'HEALTH EFFECT - CLINICAL CODE' AND 'MEDICAL DEVICE PROBLEM CODE' PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER RWD2300584, COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE MDR WITH REFERENCE 1020279-2025-00453 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: (B)(4), DATA SOURCE: AMERICAN JOINT REPLACEMENT REGISTRY (AJRR), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: JWH. ADDITIONAL COMPLAINTS HAVE BEEN ADDED SINCE THE PREVIOUS SUBMISSION ON MARCH 7, 2025: (B)(4) (L1-L12), (B)(4) (L1-L4), (B)(4) (L1-L72) AND (B)(4) (L1-L112). EXCEPT FOR THE CORRECTED FIELDS NOTED ABOVE UNDER 'CORRECTED DATA,' THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORM SUBMITTED ON MARCH 7, 2025, REMAINS UNCHANGED. REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31, 2025). SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE AMERICAN JOINT REPLACEMENT REGISTRY, SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED STATES FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY TOTAL KNEE REPLACEMENT PROCEDURES: 1. PRIMARY TKA PROCEDURES: - JOURNEY II MEDIAL-DISHED (MD) ARTICULAR INSERT: IMPLANTED IN ONE THOUSAND SIX HUNDRED AND TWELVE (1,612) KNEES BETWEEN 01-JAN-2022 AND 30-SEP-2024. THESE DEVICES WERE COMBINED WITH A JOURNEY II CRUCIATE RETAINING (CR) FEMORAL COMPONENT. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN THIRTEEN (13) CASES DUE TO THE FOLLOWING COMPLICATIONS: NINE (9) KNEES DUE TO INFECTION (0.56%), ONE (1) KNEE DUE TO INSTABILITY (0.06%), ONE (1) KNEE DUE TO MECHANICAL LOOSENING (0.06%), TWO (2) KNEES DUE TO OTHER MECHANICAL COMPLICATIONS (0.12%), THREE (3) KNEES DUE TO HEMATOMA OR WOUND COMPLICATIONS (0.19%) AND ONE (1) KNEE DUE TO PAIN (1). IT SHOULD BE NOTED THAT A SINGLE REVISION SURGERY MAY BE ASSOCIATED WITH MULTIPLE REASONS FOR REVISION. HOWEVER, THE STRUCTURE OF THE AJRR REPORT DOES NOT ALLOW SMITH+NEPHEW TO DISTINCTLY LINK SPECIFIC REASONS TO INDIVIDUAL REVISION EVENTS. - JOURNEY II CRUCIATE-RETAINING (CR) COBALT-CHROME (COCR) FEMORAL COMPONENTS: IMPLANTED IN FIVE HUNDRED THIRTY-FIVE (535) KNEES BETWEEN 02-JAN-2012 AND 30-JUN-2024. THESE DEVICES WERE COMBINED WITH A JOURNEY II CR XLPE INSERT. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN TWELVE (12) CASES DUE TO THE FOLLOWING COMPLICATIONS ONE (1) KNEE DUE TO PERIPROSTHETIC BONE FRACTURE, THREE (3) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO INSTABILITY, THREE (3) KNEES DUE TO MECHANICAL LOOSENING, ONE (1) KNEE DUE TO ¿OTHER MECHANICAL COMPLICATIONS¿, ONE (1) KNEE DUE TO HEMATOMA OR WOUND COMPLICATIONS (1), TWO (2) KNEES DUE TO PAIN AND THREE (3) KNEES DUE TO STIFFNESS. IT SHOULD BE NOTED THAT A SINGLE REVISION SURGERY MAY BE ASSOCIATED WITH MULTIPLE REASONS FOR REVISION. HOWEVER, THE STRUCTURE OF THE AJRR REPORT DOES NOT ALLOW SMITH+NEPHEW TO DISTINCTLY LINK SPECIFIC REASONS TO INDIVIDUAL REVISION EVENTS. - JOURNEY II CRUCIATE-RETAINING (CR) COBALT-CHROME (COCR) FEMORAL COMPONENTS: IMPLANTED IN TWO HUNDRED THIRTY-NINE (239) KNEES BETWEEN 02-JAN-2012 AND 30-JUN-2024. THESE DEVICES WERE COMBINED WITH A JOURNEY II DEEP-DISHED (DD) INSERT. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN FOUR (4) CASES DUE TO THE FOLLOWING COMPLICATIONS TWO (2) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO INSTABILITY AND ONE (1) KNEE DUE TO UNSPECIFIED REASONS. - JOURNEY II CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN THREE THOUSAND TWO HUNDRED SEVENTY-FIVE (3275) KNEES BETWEEN 02-JAN-2012 AND 30-JUN-2024. THESE DEVICES WERE COMBINED WITH A JOURNEYII DEEP-DISHED (DD) INSERT. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN SEVENTY-TWO (72) CASES DUE TO THE FOLLOWING COMPLICATIONS: TWO (2) KNEES DUE TO PERIPROSTHETIC BONE FRACTURE, TWENTY SEVEN (27) KNEES DUE TO INFECTION, FOURTEEN (14) KNEES DUE TO INSTABILITY, THREE (3) KNEES DUE TO MECHANICAL LOOSENING, THIRTEEN (13) KNEES DUE TO ¿OTHER MECHANICAL COMPLICATIONS¿, EIGHT (8) KNEES DUE TO HEMATOMA OR WOUND COMPLICATIONS, TEN (10) KNEES DUE TO PAIN, TWO (2) KNEES DUE TO STIFFNESS AND NINE (9) KNEES DUE TO ¿OTHER COMPLICATIONS¿. IT SHOULD BE NOTED THAT A SINGLE REVISION SURGERY MAY BE ASSOCIATED WITH MULTIPLE REASONS FOR REVISION. HOWEVER, THE STRUCTURE OF THE AJRR REPORT DOES NOT ALLOW SMITH+NEPHEW TO DISTINCTLY LINK SPECIFIC REASONS TO INDIVIDUAL REVISION EVENTS. - JOURNEY II CRUCIATE RETAINING (CR) OXINIUM FEMORAL COMPONENT: IMPLANTED IN FOUR THOUSAND TWO HUNDRED AND EIGHT (4208) KNEES BETWEEN 02-JAN-2012 AND 30-JUN-2024. SUBSEQUENT REVISION SURGERIES WERE REPORTED IN ONE HUNDRED AND TWELVE (112) CASES DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) KNEE DUE TO PERIPROSTHETIC BONE FRACTURE, TWENTY SIX (26) KNEES DUE TO INFECTION, TWENTY FOUR (24) KNEES DUE TO INSTABILITY, FOURTEEN (14) KNEES DUE TO MECHANICAL LOOSENING, FOURTEEN (14) KNEES DUE TO ¿OTHER MECHANICAL COMPLICATIONS¿, TWO (2) KNEES DUE TO WEAR OR OSTEOLYSIS, NINE (9) KNEES DUE TO HEMATOMA OR WOUND COMPLICATIONS, ELEVEN (11) KNEES DUE TO PAIN, FIVE (5) KNEES DUE TO STIFFNESS AND TWENTY SIX (26) KNEES DUE TO ¿OTHER COMPLICATIONS¿. IT SHOULD BE NOTED THAT A SINGLE REVISION SURGERY MAY BE ASSOCIATED WITH MULTIPLE REASONS FOR REVISION. HOWEVER, THE STRUCTURE OF THE AJRR REPORT DOES NOT ALLOW SMITH+NEPHEW TO DISTINCTLY LINK SPECIFIC REASONS TO INDIVIDUAL REVISION EVENTS. ALTOGETHER, THE TOTAL QUANTITY OF 213 REVISION SURGERIES HAVE BEEN REPORTED IN THE AJRR FOR THE JOURNEY II CR FEMORAL COMPONENTS, INCLUDING VARIANTS MADE FROM OXINIUM AND COBALT-CHROME MATERIALS. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE JOURNEY II CRUCIATE-RETAINING SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. MANUFACTURERS JOINT REGISTRY REPORTS FOR THE JOURNEY II MEDIAL DISHED (MD) ARTICULAR INSERT AND THE JOURNEY II CR OXINIUM AND COBALT-CHROME FEMORAL COMPONENTS PROVIDED DATA USAGE IN PRIMARY TOTAL KNEE ARTHROPLASTY. THE MAJORITY OF IMPLANTATIONS WERE PERFORMED FOR PRIMARY OSTEOARTHRITIS. WHEN OSTEOARTHRITIS WAS NOT THE INDICATION, THE AJRR DID NOT PROVIDE ADDITIONAL INFORMATION OF THE ACTUAL INDICATION. THE CUMULATIVE REVISION RATES FOR THE JOURNEY II CR COCR FEMORALS, REGARDLESS OF TIBIAL INSERT, ARE NOT STATISTICALLY SIGNIFICANTLY DIFFERENT THAN THE AJRR TKA CLASS AT ALL TIME POINTS, BASED ON OVERLAPPING OF CONFIDENCE INTERVALS. ADDITIONALLY, THE CUMULATIVE REVISION RATES FOR THE JOURNEY II CR OXINIUM FEMORALS, REGARDLESS OF TIBIAL INSERT, ARE ALSO NOT STATISTICALLY SIGNIFICANTLY DIFFERENT THAN THE TKA CLASS AT ALL TIME POINTS BASED ON OVERLAPPING CONFIDENCE INTERVALS. THE HAZARD RATIO ANALYSES PROVIDED BY THE AJRR REPORTS SHOW THAT THERE IS NOT A SIGNIFICANT DIFFERENCE BETWEEN THE DIFFERENT JOURNEY II CR CONSTRUCTS AND THE AGGREGATE TKA CLASS WHEN ADJUSTED FOR AGE AND GENDER. ALL POSTOPERATIVE COMPLICATIONS REPORTED WITH THE JOURNEY II CR KNEE SYSTEM WERE CONSISTENT WITH THE POTENTIAL HARMS IDENTIFIED IN THE DFMEAS FOR THE JOURNEY II CR KNEE SYSTEM. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.